Manufacturer narrative:
H6: correction submitted to update labeled events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jul-01 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient stated they had not felt stimulation and had been having symptoms since last year. The patient stated they had lost a lot of weight and were going to get a new implant but had to put it off for personal reasons. The patient mentioned they had an x-ray done last year and were told the lead was not touching where it should have. During the call, the patient was able to connect to implant with the app and saw that therapy was on. The agent reviewed that they patient would need to go into MRI mode section to activate MRI mode. The agent redirected the patient to their healthcare provider (hcp). [See general text info for details on omitted information.]

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0mrwg implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 18-aug-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) on 2026-feb-10. The rep reported that the previous ins and lead were removed on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0mrwg, implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.